Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an im plantable infusion pump for non-malignant pain and failed back syndrome - other. The patient was to have an MRI and it was unknown if the need for the MRI was related to the device or therapy. It was reported that the patient lost weight due to being ill in (B)(6) 2016. The patient was having problems at times because when the patient bent over the pump moved around "a fair amount and pinches the patient's insides" and would "catch something" starting in (B)(6) 2016. It was reported that the patient's healthcare professional (hcp) just changed the patient's concentration/dose on (B)(6) 2017 due to problems because the patient was in such bad shape with severe pain in the patient's back. The numbness was getting worse along with the pain down the patient's right leg where she could not even go to therapy. The patient stated that it had been about four weeks and getting worse. No further complications were expected or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.